Event description:
The device was expired; had a use-by-date of december 14, 2011.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). No device analysis was performed; the device met risk based criteria.